Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. After replacing the main pcba, the issue was resolved. The fsr performed the operational verification procedure and reported the unit runs according to manufacturer specifications. The fsr reported the defective part will not be available for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.